Event description:
The pt reported her blood glucose elevated to 413 mg/dl while using the infusion set. When she removed the headset the cannula was bent. Her normal blood glucose level is below 200 mg/dl. She switched back to her previous type of infusion set. The infusion set was replaced and requested to be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(6) 2011. Further investigations are ongoing within an assigned task-force.